Manufacturer narrative:
H3, h6: removed evaluation method code 4114, evaluation result code 3221, evaluation conclusion code 67. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. A new cartridge was loaded to resolve the issue. There was no impact to blood glucose.